Event description:
A cracked and shattered touchscreen was reported, rendering the pump's screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, confirmed the shipping address, instructed the customer to use an alternate backup therapy to ensure continued insulin delivery, and provided guidance on returning the damaged pump using a pre-paid label. The customer confirmed understanding of these instructions.